Event description:
The patient felt pressure "like someone gave me a bearhug" at the site of the implant. It happened at about 7pm two nights in a row when sitting at the computer. He has since been having some pain at the ins implant site. Additional information has been requested.

Manufacturer narrative:
(B)(4).